Event description:
During preparation of floseal on sterile field, the mixing device broke. A new floseal was opened, prepared and used on the patient. The broken floseal device was sequestered.what was the original intended procedure?hemostasis.device #1is this a laboratory device or laboratory test?no.